Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit, positive pressure was applied and liquid was observed to be leaking from a pin hole 2mm proximal of the proximal end of the distal markerband. The distal markerband was inspected and there were no issues or sharp edges. A visual and microscopic examination observed no damage to the tip, blades or delivery system. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 10/3.75 flextome cutting balloon monorail was used to dilate the target lesion. During the first inflation, pre dilatation was performed. However, it was noted that the balloon ruptured at 6atm for 30 seconds. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 10/3.75 flextome cutting balloon monorail was used to dilate the target lesion. During the first inflation, pre dilatation was performed. However, it was noted that the balloon ruptured at 6atm for 30 seconds. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.